Event description:
The event is reported as: the clip applier was hard to load. The defect was discovered during a laparoscopic gall bladder procedure. A second applier was used to successfully complete the procedure. The tech did not check the jaws of the applier for proper alignment prior to use because, she thought since it just came out of the box for the first time, there would be no problem. No harm to patient reported.

Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.